Event description:
It was reported that the insulin pump had a crack in its upper right side. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The unit was received with minor scratched display window corner, cracked reservoir tube lip and cracked case on the right hand side near the motor assembly and with a broken-off end cap.